Event description:
Customer stated that on saturday morning she woke up to the smell of insulin and found her reservoir had cracked and insulin had leaked into the pump. Advised to save and send back to minimed for analysis.